Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml hydromorphone at a dose of 5.931 mg/day, 1070 mcg/ml clonidine at a dose of 347 mcg/day, and 20 mg/ml bupivacaine at a dose of 5.931 mg/day via an implantable pump for radiculopathy and spinal pain. It was reported that a motor stall occurred and the patient did not recently have an MRI. The hcp did not interrogate the pump, but the patient had a motor code on their personal therapy manager (ptm). The patient could hear the pump alarming every 10 minutes for an hour. Due to the weather condition, it was hard for the patient to come to the office to turn the pump back on and the hcp wanted to know if anything could be done remotely to start the pump again. The hcp was going to call the patient back to discuss the next steps. The patient had the symptoms of withdrawal, feeling sick, and nausea. It was considered a sudden change in therapy/symptoms. A manufacturer representative provided additional information. The representative confirmed that nothing could be done with the programmer to restart the pump and it was confirmed that this was correct.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-10. The troubleshooting performed was the patient was transferred to a hospital for replacement. The action taken was a pump replacement on (B)(6) 2017. The cause of the motor stall was unknown. The pump was being sent back for analysis following the hospital¿s release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.